Event description:
It was reported that this right ventricular (rv) lead exhibited noise and t-wave oversensing, which was reproduced with pocket manipulations and isometrics. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported. Evidence suggests that this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and t-wave oversensing, which was reproduced with pocket manipulations and isometrics. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported. Evidence suggests that this lead remains in service.

Manufacturer narrative:
Updated model number to 0185 as previous model number was for the right atrial lead.